Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. It was determined the patient¿s infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 1627487-2021-13372. It was reported that the patient ipg site did not heal completely and obtained an infection at the scs system. As a result the scs system was explanted on (B)(6) 2021. The patient was admitted into the hospital for surgical consult.

Event description:
Additional information was received confirming that the infection has resolved.